Event description:
It was reported that alaris software not working. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the software was not communicating with the infusion pump, which was not identified during the customer call. There was no response from the customer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.